Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the devices failed to meet their specifications. The root cause was determined to be a defective pressure sensor assembly. In consequence the defective part was replaced. There was no reported patient or user harm (no patient involvement).

Event description:
The units not pass flow sensor calibration when we use hamilton circuits with p.n:260207 with different lot numbers and when we use same flow sensor with dual limp circuits its pass the calibration.